Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported that some spots on the touchscreen were not responding to touch even after calibrating the touchscreen. The customer also requested instructions and parts information to replace the battery. There was no patient involvement. Technical support provided remote assistance and advised the customer to replace the touchscreen, and provided the battery part information as requested.

Manufacturer narrative:
G4: 01jun2020. B4: 02jun2020. The customer confirmed that the battery was only required to perform preventative maintenance, and reported that replacing the touchscreen resolved the touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.